Event description:
It was reported that the surgeon was performing a tlif, and while implanting a tm 500 device at l5-s1 and the end piece of the inserter broke. Surgeon had to use tamp/impactor to continue implanting the device properly, then retrieve the broken piece that was stuck to the implant.

Manufacturer narrative:
Investigation in process.